Manufacturer narrative:
The part was not returned for evaluation. A review of the device history record did not show conditions that could have contributed to the reported event. No conclusion could be drawn, as the part was not received. Placeholder.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the surgeon alleged, the 130 degree aiming arm and the insertion handle were lining inaccurately. The patient was unharmed. This is report 2 of 2 for complaint (B)(4).